Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa nano system. Reference medwatch with patient identifier (B)(6) for the performa system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 7.8 mmol/l (performa nano system) and 4.2 mmol/l (performa system). The customer had hypoglycemic symptoms of feeling dizzy and weak at the time of the results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.